Manufacturer narrative:
This lead was surgically abandoned. No further information concerning this report is expected at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a suspected outer-conductor fracture. This lead was noted to have a failure to capture and an elevated impedance when programed to bipolar. This patient is pacemaker dependent. No additional adverse patient effects were reported.